Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product confirms the reported event as the locking bar slot deformations indicate that the locking bar was only partially inserted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. A possible cause of the reported event is that the bearing and try were not mating as described in the surgical technique which would prevent the locking bar from being fully inserted. However, a definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a total knee procedure the tibial locking pin would not assemble with the tibial bearing. Another tibial bearing of the same size was used to complete the procedure. No reported adverse events have been reported as a result of the malfunction.